Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and observation. The lesion was 3 cm in size and located in the left lower lobe, 1 cm from the pleura. While the doctor was utilizing forceps to biopsy the lesion, a pneumothorax was suspected because while under mechanical ventilation, the patient began to experience an increase in peak pressure. A large pneumothorax was confirmed intra-procedurally by x-ray; therefore, a 14 french pigtail was immediately placed to resolve the pneumothorax. The procedure was able to be completed. The physician believed a pneumothorax could have occurred with any transbronchial biopsy procedure and that it was due to the transbronchial forceps biopsy. The patient was admitted for 2 days with an unremarkable course. The chest tube was removed and the patient was discharged home, doing well. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.